Manufacturer narrative:
Device evaluation summary: device evaluation of charger sn (B)(4) has been completed. The reported problem (charger resets) was confirmed. As received, the charger was unable to recognize or charge a battery pack. Upon investigation, y1 (10 mhz) smd crystal on the bedside board was found to be defective. The defective component was causing the system to reset. The root cause of the defective y1 was unable to be positively identified. No adverse event resulted from the defective battery charger.

Event description:
A us distributor contacted zoll to report that battery charger/modem sn (B)(4) was resetting.